Manufacturer narrative:
The field complaint of a broken bottom cover was verified as the event could be reproduced. The field complaint of inability to turn on the device was verified as the event could be reproduced. Damaged housing was the root cause and replacement was required. A faulty power supply was identified as the root cause and replacement of the power supply is required. Additional findings not related to the event description were observed. The printer has a faulty sensor. Replacement of printer is required. The backlight inverter was also faulty. Replacement was required.

Event description:
It was reported that the programmer fell and failed to turn on. Damage and evidence of fire were observed on the programmer. The programmer was replaced by a different programmer to resolve the event. There was no patient involved and there were no adverse consequences.